Manufacturer narrative:
Concomitant medical products: 511212, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the doctor informed the patient the device was not transmitting properly. Follow up was conducted and no further information could be provided. The device remains in use. No patient complications have been reported as a result of this event.